Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient admitted to the hospital due to a near syncope episode. Stored ECG showed sporadic pacing pauses. During interrogation, all rv lead values were normal. Oversensing was observed via a previous merlin.net transmission. Pacing pauses was not reproducible during replacement procedure. The lead was capped and replaced.